Event description:
It was reported that pump experienced malfunction after customer underwent MRI, and malfunction alarm code was displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged instructions.